Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the complete review of the arctic sun device. The mixing pump need to replace for the temperature problem. And cooling problem, chiller temperature 25°c, no water in the chiller tank.

Event description:
It was reported that the complete review of the arctic sun device. The mixing pump need to replace for the temperature problem. And cooling problem, chiller temperature 25°c, no water in the chiller tank. Per sample evaluation results on 12oct2023, it was reported that the level sensor was cracked.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI related data quality updates only: the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the complete review of the arctic sun device. The mixing pump need to replace for the temperature problem. And cooling problem, chiller temperature 25°c, no water in the chiller tank. As per follow up information received on 04oct2023. Device returned to a bd-approved facility for evaluation. No patient involvement. Per sample evaluation results on 12oct2023, it was reported that the level sensor was cracked.